Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information was requested and the following was obtained: was the procedure approach trans oral or through the neck? Were they taking just the diverticulum or the outer covering? Please provide details regarding the surgical approach. Was the harmonic device used to transect through full thickness of the esophagus? Any adjutant used to go through esophagus including staples or sutures? How long after the first procedure was the leak identified? How was the leak identified? What was seen in the second procedure? How was the leak addressed? It was trans oral taking diverticulum. I don¿t have any more information.

Event description:
It was that during a zenker's diverticulum correction the esophagus was perforated. This was discovered shortly after post op. The patient was taken back in for a second procedure to correct the perforation. The patient is doing fine.